Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed testing for o2 low flow. The device's sensor board needs to be replaced to resolve the issue. No repairs were performed. The device has been scrapped.